Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would change the insulin color and give it a "jelly like" consistency on multiple occasions. Customer's blood glucose (bg) was 550 mg/dl. Customer administered a bolus via pump to treat elevated bg. Reportedly, a supply change was performed each time to resolve the issue.